Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2024, was filed inadvertently. No infection has occurred. This report is submitted on april 04, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 11, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 27, 2024.